Event description:
Report received of a tubing set "rupture" during use with a power injector. Reportedly, the extension set was connected to the pt's indwelling catheter via a "saline lock". A medrad power injector was connected to the clave port of the extension set. During a computerized tomography (CT) cardiac angiography scan, isovue-300 contrast was injected at an unspecified rate and psi. After an unspecified length of time, the tubing set reportedly "ruptured in the middle" of the extension set. There was no reported blood loss. The procedure was stopped. The tubing was replaced and the procedure was completed. There were no reported adverse pt effects. No medical intervention was required. Though requested, no additional information was provided.